Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader was successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation has been performed for the returned sensor and did not observe any abnormalities. Attempts to replicate the users complaint using a using a known good android device and librelink app. The sensor was able to communicate without any issues. As the customer's complaint was not observed, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the #1 follow up report. Correction has been made.

Event description:
A customer reported that no message appears when scanning the adc device with phone (iphone 7, ios 16, app version 2816120) application. The customer developed symptoms described as stress and pain, requiring hospitalization for unspecified duration. A healthcare meter result of 19.1 mmol/l was reported, and the customer treated with IV drip (insulin, glucose, pain relievers). The customer additionally reported of eye surgery; however, it is unclear if this was related to the event. Eye issues are a known consequence of long-term, uncontrolled diabetes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message appears when scanning the adc device with phone (iphone 7, ios 16) application. The customer developed symptoms described as stress and pain, requiring hospitalization for unspecified duration. A healthcare meter result of 19.1 mmol/l was reported, and the customer treated with IV drip (insulin, glucose, pain relievers). The customer additionally reported of eye surgery; however, it is unclear if this was related to the event. Eye issues are a known consequence of long-term, uncontrolled diabetes. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that no message appears when scanning the adc device with phone (iphone 7, ios 16) application. The customer developed symptoms described as stress and pain, requiring hospitalization for unspecified duration. A healthcare meter result of 19.1 mmol/l was reported, and the customer treated with IV drip (insulin, glucose, pain relievers). The customer additionally reported of eye surgery; however, it is unclear if this was related to the event. Eye issues are a known consequence of long-term, uncontrolled diabetes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation has been performed for the returned sensor and did not observe any abnormalities. Attempts to replicate the users complaint using a using a known good android device and librelink app. The sensor was able to communicate without any issues. As the customer's complaint was not observed, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.